Event description:
Reporter calling to report failure of suction machine. Patient requiring suctioning of mucus and reflux of formula. Attempted to suction moter failed. Had to call 911 because patient unable to breath, lack of 02 due to airway blockage. Hospitalized for 3 days. Suction machine back with medical equipment co.